Event description:
It was reported that shaft break occurred. The target lesion was located in the distal right coronary artery. A 3.00mm x 12mm nc emerge balloon catheter was advanced for dilation. However, during procedure, it was noted that the balloon could not cross the lesion and when removed, the balloon shaft was found to be broken on the proximal hub area. The procedure was completed with a non-boston scientific device. There were no patient complications nor injuries reported.